Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the last centimeter of the salem sump tube which is inserted into the stomach was bent over and torn. This was noticed before use.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The assembly process has been developed in accordance with the approved specifications. One unused sample with lot number 1914101264 was received for evaluation. After performing a visual inspection, a curvature at the tip of the catheter can be observed. The reported issue was confirmed. The most probable root cause was determined to be due to a workmanship issue; when the tube was slid into the bag, it was not confirmed that the tip was straight inside the paper bag. A quality alert was created to notify the production personnel in the suction area of the confirmed bent tip. The standard work instructions were modified to include a catheter tip inspection step. Going forward, this will mitigate the risk of the tip bending. At this time, no further actions are deemed necessary. This complaint will be used for tracking and trending purposes.